Event description:
It was reported that the pt underwent a thermal balloon ablation in 2007, postoperatively, the pt presented with severe pelvic pain. The examination revealed that the uterus had collected a large amount of fluid. The cervix was dilated to relieve the fluid. No further information is available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.